Event description:
The customer reported that closed tube sampling (cts) auto-gloss leaked from the cap piercer of the unicel dxc 600i synchron access clinical system. The customer stated that the instrument generated probe obstruction errors (obstruction detected and cartridge chemistry sample probe motion errors) during the event and the customer discovered approximately three tablespoons of auto-gloss had leaked from the wick assembly upon troubleshooting for the errors. The customer attempted to replace the wick and the cts blade but the auto-gloss continued to leak. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the leak and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered an obstructed cap piercer drain line #118. The fse removed the obstruction, flushed the line with bleach, and primed the line twenty times. Repair was verified per established procedures and results met published specifications. Failure mode of the event is attributed to be an obstructed cap piercer drain line #118. Beckman coulter internal identifier for this report is (B)(4).